Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing had a large bubble form. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown it was reported a large bubble formed in the tubing. Customer: patient had a triple lumen cvl placed in her right femoral vein. Receiving continuous drips including vasopressors through each lumen. At 8:15 this morning the norepinephrine was infusing in the blue lumen, but was weaned off r/t hypertensive episodes. When the drip was turned off the blue lumen was placed back to a kvo of 2ml/hr and there was no problem with the administration of the flush. Dressing change was then performed because the 7 days had elapsed. Dressing change was performed with a three rn check. Sutures were intact and line did not seem to migrate from original site. Infusion module then started to pee saying the pt. Side/occluded. After a few attempts at flushing the line, cooper rn told attending dr (B)(6), that line did not infuse or draw back. With attending cooper rn and dr. Hong decided that the medial lumen had clotted off and we would try to tpa the proximal line in attempt to dissolve clot over medial lumen. Later that afternoon rn zeller changed the infusion module she was using to use it for a different drip, revealing the old IV tubing inside the module. That IV tubing presented with a large bubble inside the infusion channel that prevented the fluids from keeping the vein open earlier in the day. Will attempt to tpa the proximal lumen to try and prevent patient from an unnecessary rewiring of her central line due to patients acuity. Infusion tubing provided to the educators of c51 other customer: this happened saturday (B)(6). I am not sure of the exact time. As far as I am aware this is the only time recently. I heard of this happening a few years back, but nothing currently in pediatrics. The lumen on the patients line that this tubing was connected to clotted off and they had to tpa the lumen, but it is working again. The pump did not beep occluded and there was no sign there was an issue until the nurse opened up the pump and found the tubing ballooned out in the chamber.

Manufacturer narrative:
It was reported a large bubble formed in the tubing. Received from the customer is one used primary set model 2420-0007 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) near the upper fitment (p/n tc10008721). No other anomalies or evidence of damage were observed upon initial visual inspection. The silicone tubing segment was cut and inspected under magnification; the walls were found to be concentric. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Due to the high number of previously investigated complaints for this same failure mode exhibiting the same visual observations and functional testing results of ballooning caused by excess pressure within the silicone tubing segment when the tubing is not clamped per the dfu instructions, further functional testing of events reported for balloon/bulge in the silicone tubing segment is not required. This rationale is supported by instruction dir #10000360030_02 1503-001-000-swi-mms (v. 02) cad complaint failure investigation that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Equipment used during testing on 21sep2020: ¿ calipers eq02784 19-dec-20 ¿ optical ram-cnc eq 08204 5-feb-21 device history record for model 2420-0007 could not be performed due to no lot number being provided by customer. The customer¿s report that a large bubble formed in the tubing was confirmed by visual inspection of the as-received sample. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. See h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing had a large bubble form. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported a large bubble formed in the tubing. Customer: patient had a triple lumen cvl placed in her right femoral vein. Receiving continuous drips including vasopressors through each lumen. At 8:15 this morning the norepinephrine was infusing in the blue lumen, but was weaned off r/t hypertensive episodes. When the drip was turned off the blue lumen was placed back to a kvo of 2ml/hr and there was no problem with the administration of the flush. Dressing change was then performed because the 7 days had elapsed. Dressing change was performed with a three rn check. Sutures were intact and line did not seem to migrate from original site. Infusion module then started to pee saying the pt. Side/occluded. After a few attempts at flushing the line, cooper rn told attending dr. Hong, that line did not infuse or draw back. With attending cooper rn and dr. Hong decided that the medial lumen had clotted off and we would try to tpa the proximal line in attempt to dissolve clot over medial lumen. Later that afternoon rn zeller changed the infusion module she was using to use it for a different drip, revealing the old IV tubing inside the module. That IV tubing presented with a large bubble inside the infusion channel that prevented the fluids from keeping the vein open earlier in the day. Will attempt to tpa the proximal lumen to try and prevent patient from an unnecessary rewiring of her central line due to patients acuity. Infusion tubing provided to the educators of c51. Other customer: this happened saturday (B)(6). I am not sure of the exact time. As far as I am aware this is the only time recently. I heard of this happening a few years back, but nothing currently in pediatrics. The lumen on the patients line that this tubing was connected to clotted off and they had to tpa the lumen, but it is working again. The pump did not beep occluded and there was no sign there was an issue until the nurse opened up the pump and found the tubing ballooned out in the chamber.